Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty spare lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source displayed an e207 error (emergency lamp error). The issue was found during preparation before use inspection for a therapeutic stone removal choledochectomy. The intended procedure was completed with the same set of equipment. There were no reports of delays. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: faulty spare lamp. Olympus will continue to monitor field performance for this device.